Manufacturer narrative:
(B)(4). The customer reported that the defibrillator intermittently failed the opcheck test, where the test load was not detected. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the defibrillator intermittently failed the opcheck test, where the test load was not detected.